Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and syncope. The implantable pulse generator exhibited a sensing issue. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.